Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser and occured on an unspecified date. It was reported that the device had a flow rate error. It was reported that the drug was infused earlier than expected. There was patient involvement and no harm reported. No additional information was provided.

Manufacturer narrative:
Customer complaint: the report stated that the device had a flow rate error. Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and found a cracked front case. A delivery accuracy was performed where the device delivered within specification. Unable to duplicate or verify complaint, device is within calibration. A review of 12 month service history performed and no similar events